Event description:
The physician intended to use a 2.25x18mm resolute drug eluting stent to treat the ostial distal 1, which had 95% stenosis and was calcified, in the first diagonal. The device was inspected with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues. It is reported that during pci the stent stripped off and landed in the prox lad and distal left main. The stent was implanted. No patient injury indicated.